Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had  been having more problems with their bladder for about 2 weeks since there was a change made to the internet in their building to make it faster and more powerful but they were already having more problems with wetting and wetting everything just falls out literally, liquid urine, flooding the bed all weekend "when they turn the computers off." Patient said when they move around in the 4 story building they can feel the effect of wifi on their body because the other residents are all streaming with wifi, and feels the wifi in the building has an effect on their urinary symptoms. Patient also reported that it felt "too tight" and they wanted to turn therapy down. Worked with patient to successfully synch with their ins and reduce stimulation by 2 tenths, patient confirmed comfortable sensation, said it was positional, tried several body positions and confirmed it was comfortable. Reviewed therapy optimization information, stim sensation information, control equipment general use and function and recommended tracking their symptoms. Redirect to doctor if issue persists. Patient said they fell and crushed everything in their pelvis and broke several other bones and had several fractures in their leg, they had been in a rehab hospital now they are in a wheelchair they have neuropathy and they wondered if that could be causing some of their urinary symptoms, the doctor told them it could. Patient said they had a cystoscopy 2 weeks ago and the doctor increased by twice as much: their dose of gabapentin take for neuropathy because their hands and feet are so numb and it is making them dizzy. During the call also reviewed handset use and function and turned wifi off and bluetooth and location on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient connected, confirmed stimulation was on and on program 7 @ 2.1. They said their implant was off yesterday and when they turned therapy back on they received a jolt, however said only felt tightness now. They were still using diapers.